Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a ureteroscopy (urs) procedure performed on november 20, 2023. During preparation, upon getting the sterile product out of its peel pack, it was noticed that it was ripped. The procedure was completed with another open end ureteral axxcess catheter device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code code a020504 captures the reportable event of package rip.